Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient and the physician then inserted the wds. A 35mm closure device was first selected and deployed in the laa. Several attempts were made, but the physician could not place the device in an acceptable position. This device was fully recaptured and removed from the patient. A new 31mm closure device was then selected and deployed in the laa. The physician attempted 4 times to position this device before it was finally in an acceptable location. A tug test was performed and the device moved proximally, but was still acceptable. A second tug test was performed and the device did not move. Transesophageal echocardiogram and contrast imaging confirmed the device to be in an acceptable position and the physician then released the device from the core wire. While a final pericardial effusion check was being performed it was noted that the device had shifted forward. Shortly after this was noted the closure device embolized out of the laa and into the mitral valve. The physician attempted to snare the device but was not successful. The patient underwent open heart surgery and the closure device was removed from their left ventricular outflow tract. During surgery the laa was ligated. The patient was doing well following these events with no other complications that were reported to have occurred. Six days post procedure the patient was discharged from the hospital.